Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding altr involving a metal femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded "there is no examination of the explanted components, repeat crp, or evidence of abnormal cobalt or chromium levels. There is no documentation of progressive right hip symptoms that could not be explained by lumbar radiculitis or trochanteric bursitis. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed based on the information provided and concluded that there was no evidence of a device related issue. The exact cause of the event however could not be determined because insufficient information was provided. Additional information x-rays, MRI images and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be reopened.

Event description:
Soft tissue damage, pain to patient, according to surgeon. Thinks possible trunnionosis present, sent tissue to lab for testing. Possible mars or metal reaction. Revised to biolox head.

Event description:
Soft tissue damage, pain to patient, according to surgeon. Thinks possible trunnionosis present, sent tissue to lab for testing. Possible mars or metal reaction. Revised to biolox head.